Manufacturer narrative:
Device passed displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failure alarm noted during self test and confirmed in pump history (variable info = 3) due to broken trace on u1 keypad assembly.

Event description:
It was reported that insulin pump had hardware low level failure . Customer was able to successfully clear the alarm. Customer is able to complete pump rewind. Pump error alarm reoccurred. The customer¿s blood glucose level was 6.0 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.